Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction bolus via pump to address the bg. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to the bg level; however, this could not be confirmed.